Manufacturer narrative:
The field service engineer (fse) evaluated the aia-360 analyzer by phone with the distributor fse. The distributor fse was instructed to correct a test file of an analyte that was set incorrectly to resolve the issue. The analyzer was operational. No further action was required by the distributor and tbi fse.

Event description:
This report summarizes 1 malfunction event on the aia-360 analyzer. The review of the event indicated that the aia-360 analyzer experienced a calibration failure, which caused delayed reporting of critical patient test results this report was received from one source. There was no indication of patient intervention or adverse health consequences due to the delayed reporting in patient results. This event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to the public health.